Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast reconstruction with two 480cc mentor memorygel breast implants, suffered left breast implant rupture, and asymmetry between their reconstructed breasts, post-procedure. The rupture was diagnosed during a routine MRI. As a result, the patient underwent lateral capsulorrhaphy and medial capsulorrhaphy to improve the symmetry between both breasts and left breast implant removal and replacement with a 480cc mentor memorygel breast implant (catalog: 3505480bc lot: 9443804 sn: (B)(4)) on (B)(6) 2020. This medwatch form is for the right breast prosthesis. Complications on the left breast/implant was reported under mrn: 1645337-2020-16450.